Event description:
Related manufacturer reference number: 1627487-2022-02105. It was reported the patient fell and lost effective therapy. Diagnostics showed the leads had high impedance on all contacts. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.